Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented with a heart rate of 52 beats per minute. The atrial lead exhibited greater than 2500 ohms impedance, loss of sensing and loss of capture at 5 v. A lead fracture was suspected. The lead was replaced.